Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a follow-up session, oversensing, noise, and high impedance were noted, with lead impedance warning triggered. Lead fracture was also reported. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.